Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the programmer did not power on. It was also noted that the keyboard latch was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off during use, and would not interrogate devices. The programmer has been returned for service. There was no patient involvement.